Manufacturer narrative:
Per the t:flex user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level (below 50 mg/dl) and the customer had a seizure. Food and juice were consumed to address the low bg. An ambulance was called and the customer was monitored. The paramedics did not perform any kind of treatment. The customer thought that switching from u-100 to u-500 insulin may have been a cause of the low bg.